Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional check testing were performed. The customer's reported problem was verified. The pump was found to be displaying lec "b494" in the main menu version screen. Which reference to ui_detected_unexpected_mp_reset "46228" error code message. Service replaced the pump faulty mpu board to correct the reported problem. The root cause of the reported problem was the faulty mpu board.

Event description:
Information was received that this smiths medical cadd solis vip pump exhibited error code lec 46228. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.

Manufacturer narrative:
Additional information: date of event.